Event description:
Info received indicates the device was removed due to regurgitation. Pre-operative x-ray analysis revealed a fractured in the band. The band was replaced with a mitral valve; no additional pt complication was reported.